Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to drill into the patient's distal femur, the drill bit missed the hole for the implant. A new implant was needed so that the surgeon could use a perfect circle technique.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Visual examination of the returned device show signs of repeated use and wear and tear. The targeting guide has gouging/impaction marks on the barrel of the targeting guide and some damage around the threaded hole on the barrel. There are also some damage and wear and tear on the carbon fiber area of the targeting guide. Product identifiers where measured, were conforming. Further analysis of the returned device was not performed due to damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The impaction marks/gouges on the targeting guide indicate the targeting guide may have been struck during the procedure. According to the surgical technique for zimmer natural nails, a slap hammer device should be attached to assist in the removal of the targeting guide. Directly impacting the targeting guide may have affected the accuracy of the guide, however it cannot be determined if the impaction caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.